Manufacturer narrative:
The risk of access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention are listed in the IFU as possible adverse events. There was no clinical harm beyond minor blood loss during operation and inconvenience for the user. Risk documentation was reviewed and confirmed this type of incident is a known risk. The occurrence rate of this type of incident remains below risk documentaiton acceptable limits. The document history record was reviewed and showed no indication that the handle devices did not meet specifications. The root cause of the tamper tube not exiting the delivery system is likely due to close to tolerance levels between the delivery system tubing and the tamper tube. A design change was implemented to increase this tolerance since the release of this lot. The design change reduces the failure from occurring when the device is not deployed per instructions of use which exacerbated the tolerance level issue.

Manufacturer narrative:
An investigation has been opened to review device history record, risk documentation. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the device reportedly malfunctioned and this device, or similar device, would be likely to cause or contribute to a death or serious injury if the malfunction were to recur.

Event description:
The reporter contacted essential medical on (B)(6) 2019 to report that during an endovascular aneurysm repair (evar) procedure using a 12f procedure sheath on (B)(6) 2019, the lock advancement tube of the manta vascular closure device failed to descend from the manta's sheath during deployment. The reporter stated the physician pulled the lock advancement tube down from the sheath using mosquito hemostats and proceeded with the manta deployment without further issue. The reporter stated there was a "great result" and no impact to the patient.